Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the stent graft was explanted due to a type ii endoleak; the pt had a very large lumbar artery. The physician elected to remove the device from the pt and surgically convert the pt to a conventional stent graft. The explanted stent graft has been discarded. No additional clinical sequelae were reported and the pt is fine.